Manufacturer narrative:
Supplemental submitted to document device evaluation results.

Event description:
It was reported during testing at the user facility that the device would activate without pulling the trigger. There was no patient involvement and no adverse consequences were associated with this event.

Event description:
It was reported during testing at the user facility that the device would activate without pulling the trigger. There was no patient involvement and no adverse consequences were associated with this event.